Event description:
On (B)(6) 2025, it was reported that the user¿s ilet touchscreen was cracked. The user did not know how the damage occurred. While physical buttons remained functional, the touchscreen was not usable, preventing full operation of the device. A replacement device was arranged. No blood glucose impact or injury was reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.